Event description:
It was reported that during a stenting treatment procedure, a vessel dissection and subsequent surgery occurred. The procedure treated the 85% stenosed target lesion located in the moderately calcified and mildly tortuous mid right coronary artery (rca). The lesion was pre-dilated with a 2.5x15mm apex balloon and a severe vessel dissection occurred from the ostium of the vessel down into the main segment of the rca. A 3.0x16mm promus element plus was then advanced for treatment to the mid rca, but the dissection kept spontaneously extending farther into the vessel and the physician then decided to remove the stent and opted to send the patient for CABG surgery. No further patient complications were reported and the patient status after surgery was fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).